Manufacturer narrative:
Investigation: DHR review was done and no issues were reported during production of this lot. No sample received for this complaint, picture was provided. CT scan was done on leaking sample which was segregated during production. After this scan additional tests were done on spike component and concentricity of lower part of spike component caused molding deficit on one side of component. CAPA#891423 was initiated.

Event description:
It was reported that leakage occurred with a bd phaseal¿ infusion set (c61). The following information was provided by the initial reporter, "pharmacist insert the secondary line c61 into the infusion bottle and clamp the line after priming the tubing. During insertion of cytotoxic drug rituximab into the infusion bottle, there's no leakages observed. During administration of the drug to patient, the nurse in charges notice there's leakages occurs and the infusion bottle was then return to the pharmacy to exchange a new secondary set to avoid wastage of the drug. The faulty secondary set was kept and available to clarify for the leakage by the pharmacist. The leakages occurs does not harm either the nurse or the patient. The pharmacist and nurse are using the product and there¿s not physical harm to the user or patient due to the leakage."

Manufacturer narrative:
(B)(4). (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd phaseal¿ infusion set (c61). The following information was provided by the initial reporter, "pharmacist insert the secondary line c61 into the infusion bottle and clamp the line after priming the tubing. During insertion of cytotoxic drug rituximab into the infusion bottle, there's no leakages observed. During administration of the drug to patient, the nurse in charges notice there's leakages occurs and the infusion bottle was then return to the pharmacy to exchange a new secondary set to avoid wastage of the drug. The faulty secondary set was kept and available to clarify for the leakage by the pharmacist. The leakages occurs does not harm either the nurse or the patient. The pharmacist and nurse are using the product and there¿s not physical harm to the user or patient due to the leakage."